Event description:
It was reported that the device had error code 13-1064-122 on 8100 unit. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a,g,c & manufacturer narrative. The reported issue that the device had error code 13-1064-122 on 8100 unit was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, 1. Tech has 8100 unit with error code 10.1064.122 2. Explain to tech the error is a software fault needs to re-flash software on unit. 3. Walk tech through steps to flash 8100 unit high level steps/procedure: 1. Reflash software. 2. Replace logic board.. 3. Return the module to the factory. No further investigation of this issue is possible at this time and no patient involvement was reported.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. Device was not returned to manufacturing facility for evaluation. The reported event that device had an error code (B)(4) on 8100 unit, could not be confirmed. No further investigation of this event is possible at this time, and no patient involvement was reported.

Event description:
It was reported that the 8100 unit had error (B)(4). There was no patient involvement.